Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chamber dome was cracked near the base plate and was leaking water after 5 days of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and evaluated. Results: visual inspection of the returned complaint mr290 chamber revealed multiple vertical crack lines on the bottom of the dome. Further evaluation of the rolled base thickness was performed and confirmed that the complaint device was within specifications. Conclusion: we are unable to determine what may have caused the crack of the complaint chamber dome. The crack is most likely due to mechanical stress however the stress source is unknown. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" "ensure there is water supply connected to the chamber and that water is present within the chamber" "do not use beyond 14 days maximum duration of use."

Manufacturer narrative:
(B)(4). The complaint mr290 vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in (B)(6) but the evaluation has not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chamber dome was cracked near the base plate and was leaking water after 5 days of use. There was no reported patient consequence.